Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient had a therapy issue. Patient stated that nobody educated them on how to use the equipment. Patient stated need assistance on how to use the equipment to make adjustments. Agent did not ask about the circumstances that led to the reported issue. Agent educated patient on general use of external devices. Agent reviewed considerations for therapy optimization. Agent reviewed general programming guidance. Agent walked patient through connecting to ins. Patient received error message por when connecting to implant. Agent assisted the patient on charging the implant with recharger. Patient confirmed there able to connect to the implant after completely charging the ins. After connecting to implant, patient saw that the therapy was off. Patient also mentioned they felt tightness on their body after turning the therapy back on. Agent walked the patient through turning on the implant and adjusting stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. The patient also mentioned that they felt pain for the longest time but did confirm what party of their body the pain is located.